Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a gastrointestinal illness, with cgm readings peaking as ¿high¿ and later measuring 314 mg/dl by cgm and 278 mg/dl by fingerstick, despite infusion set, site, and cartridge changes and multiple device restarts; the user also announced meals without eating in an attempt to correct high glucose. Symptoms included sustained elevated blood glucose. Outcomes included prolonged time above range, receipt of persistent high-glucose alerts, and subsequent return to in-range values. Investigation included review of synced device data, high glucose questionnaire, assessment of the infusion site and set replacement, cgm calibration against a glucometer value, and guided device restarts. Investigation of this case revealed high glucose associated with probable infusion site or delivery effectiveness issues and user management actions, with alert code 38 messages that resolved after restart and no further device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user management factors and transient infusion/site performance, with device function restored after troubleshooting.